Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infraction. The 90% stenosed target lesion being treated located in the 1st obtuse marginal was 18mm long with a reference vessel diameter of 2.2mm. Predilation was performed. During the index procedure, the physician attempted to implant a 2.25x24mm study stent but, it was unable to cross the lesion. Residual stenosis was 40% with timi flow 3. An angiographic evaluation indicates a spahenous vien graft to the diagonal per the report. The diagonal was diffusely diseased with sequential anastomosis to an additional branch. Bare metal stents were implanted in the proximal vessel. Distal to the implantation of the stents, a 80% stenosed non-target lesion located in the 1st diagonal was 8mm long with reference vessel diameter of 3.0mm was treated. The physician treated the lesion with a cutting balloon and the placement of a 3.0x8mm taxus stent. Per the report, the left main artery was cannulated. An intermediate marginal branch had subtotal occlusion. Balloon angioplasty was performed and there was an acceptable result of good flow. Residual stenosis was less than 40%. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2010, the patient experienced myocardial infarction. The patient was hospitalized with chest pain, vertigo, server nausea and vomiting. It was noted that within the last week, the patient had an abnormal stress test with plans for cardiac catheterization. Per the physician review, it was noted that the patient did not need emergent catheterization and was scheduled for catheterization in a couple of days. The electrocardiogram showed possible inferior infarct, probably old, st & t wave abnormality and possible lateral ischemia. Possible abnormality was noted versus artifact in the right posterior communication artery. No intervention was necessary. The subject was later evaluated by neurology for vertigo. After an evaluation, etiology was unclear, and it was recommended the patient be given a walker for home. A follow-up with the doctor was scheduled within two weeks.